Event description:
Info received indicates the brake would lock and hold, but the caster would continue to rotate if pushed on the side.

Manufacturer narrative:
The tech replaced the brake caster to repair the bed.